Manufacturer narrative:
Additional information received from the local field representative indicated that the rv lead was programmed to fixed output with a two times safety margin. The patient was admitted overnight for observation and no further loss of capture (loc) was noted. There was no other suspected cause of the syncope. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided..

Event description:
Boston scientific received information that the patient with this pacemaker experienced some pre-syncopal and syncopal episodes. The patient was taken to the emergency room via ambulance. The telemetry strip from the ambulance indicated intrinsic p-waves with no ventricular response. The patient's device had recently been implanted and had a feature turned on related to automatic threshold tests. There was evidence of an automatic threshold test approximately one hour before the strips that showed appropriate pacing threshold measurements. Boston scientific technical services (ts) discussed turning off the feature and programming the right ventricular (rv) lead to a fixed output. The patient planned to be admitted for monitoring overnight.